Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tech dealer advised when foot section is raised, it lowers by itself after a couple of seconds.